Event description:
A report was received that the patient underwent an explant procedure due to pain under the ipg site. The physician explanted the ipg and one lead, however, the other lead was left implanted due to scar tissue. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50, serial: (B)(4), description:linear 3-6 lead, 50cm explanted ipg and lead will not be returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.